Event description:
During the device evaluation, a broken serial digital interface cable (sdi) cable was found. There was no patient involved.

Manufacturer narrative:
There was no device returned for evaluation; however, an olympus field service (fse) visited the site and assessed the device. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.